Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow-up one month post index procedure where a potential type ia endoleak was observed. The patient is being monitored and there are currently no plans for re-intervention. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the proximal loss of seal was found to be anatomy related due to the 20.9mm aortic neck diameter. The 26mm aortic body was likely slightly too large, even though it was at the lower margin of an acceptable size for a 26mm device. No further imaging was available to review for a persistent leak, however, there was sac regression and no definitive endoleak at 10 months post implant. Procedure related harms or the final patient disposition could not be ascertained due to a lack of medical information surrounding the event, however, here have been no additional patient sequelae reported. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.